Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump black box data showed evidence of an intermittent power event. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places and there was moisture noted inside the battery compartment. The pump¿s cover was removed and there was no evidence of additional moisture inside pump.